Event description:
Per the clinic, the patient experienced nerve pain and weak retention with the sound processor. Subsequently, in (B)(6) 2025, the patient was administered steroid treatment (type, duration, and specific date not reported). A hardware exchange was subsequently performed. The reported issues has since resolved.